Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for a right atrial (ra) lead, the lead helix got entangled in the tissue at the tricuspid valve annulus, and retraction of the helix became difficult. When the lead was removed from the patient¿s body and checked visually, the tissue had been caught in the helix, and the helix was found to be deformed. The lead was removed and replaced. A postoperative ultrasound confirmed no tricuspid regurgitation. No patient complications have been reported as a result of this event.